Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses, reported in filing number 1723170-2017-03048, were replaced to restore functionality to the imaging system. The representative was unable to replicate the reported communication issue with the navigation system. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the wireless trackers of the imaging system could not be observed by the navigation system. The spine reference frame could be viewed by the navigation system. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. Once in the hallway, outside of the procedure, the imaging system was restarted and functionality was restored. However, the imaging system was not used in the procedure following the reported occurrence. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.